Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time incident was 400 mg/dl. Customer stated that the insulin pump was not working and they were unable to remove the battery cap. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.